Event description:
A review of programming and diagnostic data was performed, on (B)(6) 2013 failed diagnostics occurred and caused the settings to change. All settings, except for the magnet on time were programmed back to the original settings. It is unclear if the magnet on time was intentionally left at 30 seconds or not.

Manufacturer narrative:
Analysis of programming history.